Manufacturer narrative:
Investigation summary: bd received one photo and one video for investigation. The evaluation of both demonstrates underfill. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, insufficient negative pressure was seen with one tube. No adverse impact was reported regarding the patient or user.